Event description:
Caller tested 2.2 inr and 2.1 inr on the coaguchek xs system while a comparison lab returned as 1.65 inr. No treatment provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Unable to clarify whether patient's age is (B)(6). The event occurred in (B)(6).